Manufacturer narrative:
(B)(4). Insulin pump received with severely cracked and bleeding lcd display window noted. The test reservoir p-cap was able to lock in place.

Event description:
Information received by medtronic indicated that the internal screen of the insulin pump was damaged. The customer reported that they went low and fell and damaged the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.